Manufacturer narrative:
The customer's complaint that the male luer cracked could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the male luer cracked while disconnecting from the patient with no fluid leaking. There was no report of patient harm.